Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with missing end cap sticker.

Event description:
It was reported that the customer had issues with prime/rewind. The blood glucose reading was 227mg/dl. The caller stated that insulin squirted out during the manual prime process, and the device alarmed. Troubleshooting was performed, and the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.